Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 282 mg/dl. Reportedly, the customer had the pump removed for a while during the load process. The customer successfully completed the load process with tandem's technical support. The bg level was addressed with a bolus via the pump.